Manufacturer narrative:
The device has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
It was reported that the pump was intermittently calculating the insulin dosages incorrectly based on the carbohydrates calculator. The bolus and time settings were confirmed to be correct. The animas rep walked the reporter through a bolus calculation based on the carbohydrate amount and the pump displayed the correct insulin dosage. There was no reported adverse event associated with this complaint. The pt declined to return the pump at this time.